Manufacturer narrative:
The reporter's meter was requested for investigation. The reporter stated he no longer had the meter. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated he had issues with the display of his coaguchek xs meter (serial number unknown). The date of the event is not known and happened prior to (B)(6) 2020. The reporter stated he would insert a strip to the meter and during the countdown indicated on the meter, he would apply blood to the test strip. The reporter stated he then wasn't able to see what the meter was doing on the display. He had issues interpreting what the meter was showing on the screen during the test. It is possible the result field of the display could be mis-interpreted. The reporter stated that the meter's display would eventually not light up.